Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon examination, the pacemaker was found with recorded episodes of far field r wave oversensing. The device was reprogrammed to address the oversensing. There were no adverse consequences to the patient.